Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked, the display screen was dim and the keypad buttons were intermittently responding to button presses. This report is made based on the results of evaluation completed on 10/29/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the pump battery compartment was observed to be cracked; the returned battery cap was confirmed to be able to fully tighten to the pump. A leak test was performed and spots of moisture were observed inside the pump. The pump was powered on and the display screen as noted to be dim and discolored with a pink hue. The keypad buttons were tested and found that the contrast and down buttons were intermittently responsive to button presses. The keypad was removed and contamination was observed under the contrast and down button contacts.